Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 27.2 mmol/l (489.6 mg/dl) while wearing the pod between 5 and 24 hours. The patient was vomiting and the ambulance was called to transport the patient to the hospital. When the pod was removed at the hospital from the insertion site (leg), the pod's cannula was found bent. The patient was treated with saline, glucose and potassium utilizing intravenous therapy. The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.